Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13e09088 and h13e22040 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced fungal peritonitis, manifested by fever, abdominal pain and feeling run down, coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient went to the emergency room for the reported issue. The same day, the patient began treatment with diflucan intraperitoneally (ip) (dose and frequency unknown) and was sent home. This treatment was later stopped. After the culture results, the patient was hospitalized for fungal peritonitis. On the same day, the patient began treatment with amphotericin b (dose, route and frequency unknown) for peritonitis. The treatment with amphotericin b was ongoing. The patient was later discharged from the hospital. Additional information was requested and was not available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.